Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature end of life. The device exhibited a battery impedance of 16kohms while programmed to vvi.